Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that the mdi port of a rt200 adult dual heated breathing circuit was broken. There was no patient involvement.

Event description:
A distributor in thailand reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that the mdi port of a rt200 adult dual heated breathing circuit was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt200 adult dual heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer. Results: visual inspection of the provided photograph revealed the mdi port cap arm is broken at the y-piece end. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt200 adult dual heated breathing circuits are visually inspected and pressure tested during production, and those that fail are rejected. The user instructions that accompany the rt200 adult dual heated breathing circuit state: - appropriate patient monitoring must be used at all times. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - set appropriate ventilator alarms.